Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with partially broken reservoir tube lip and belt clip slot. (B)(4)

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that all buttons except the up and down buttons were difficult to press. Customer's blood glucose was 240 mg/dl. Customer states that insulin pump may have been exposed to moisture from rain. After troubleshooting, customer was advised that insulin pump would need to be replaced.